Event description:
It was reported by a service report that the siderail was not staying in the lock position; patient allegedly fell out of the bed.

Manufacturer narrative:
Result: locking arm and latch. Side rail assembly will be replaced. It was reported in the service report that there was a patient who allegedly fell out of bed. It was discovered through investigation that the patient was standing next to the bed using the bed side rail as a support and fell. It was reported that since the side rail did not lock properly, the patient lost her balance, and fell down. The resulting medical intervention was surgery for a broken hip.